Event description:
Routine watchman procedure under fluoroscopic observation. The device was deployed without difficulty into the left atrial appendage. A tug test was then performed on the device, which revealed adequate recall. All criteria from the device were met and indicated proper placement. The device appeared stable and with complete passing of all past criteria, the device was released. Unfortunately, once the device was released after 5 or 6 beats of systole, the device started to gradually migrate from the appendage and then dislodged to the left atrium. The device was then freely mobile in the left atrium. CT surgery, interventional radiology, and interventional cardiology were alerted and consulted in procedure room. It was decided at that point to gain a 2nd access site inferior and more posterior transseptal site. The plan was to snare the device for retrieval but device embolized into the left ventricle. The device was sitting under the anterior leaflet of the mitral valve at that point. There was very good flow across the device and the patient remained completely hemodynamically stable. However, it was determined that a transseptal approach was no longer viable. Plans were then made to attempt arterial access to remove the device by retroaortic approach. Access was made and attempts to snare the device were unsuccessful. Cardio-thoracic surgeon successfully performed emergent open-heart surgery and removed the watchman device from the left ventricle. The patient was transferred to (B)(6) and has since made a remarkable recovery and is expected to be transferred to rehab over the next day. FDA safety report ID # (B)(4).